Manufacturer narrative:
Additional information: b5 additional procedure information received.

Event description:
Medtronic received additional information that the initial reported issue happened during a functional endoscopic sinus surgery (fess).

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative reported that the interface box cable had damage at the lemo connector end of the cable. It was reported that the damage led to the intermittent connection. To resolve the reported issue, the cable was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a procedure, the interface box of the navigation system was intermittently communicating with the navigation system. It was reported that the wiring of the interface box was damaged. It was reported that navigation would intermittently be lost. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.